Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak co2 rebreathing risk" alarm, and an occlusion alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak co2 rebreathing risk" alarm, and an occlusion alarm. During troubleshooting, the customer reported that the device was unable to stay in standby mode, and the average air reading was 0.2 standard liters per minute (slpm). The rse advised the customer to replace the flow sensor assembly and was provided with the part number for replacement. Investigation ongoing

Manufacturer narrative:
A follow up was performed with the customer, and the customer reported that the issue was caused by user error. It was reported that the customer kept the taped plug on the air inlet filter port, and was not removed for further testing. The customer reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.